Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
1 reported false positive sars result for 1 asymptomatic (off-label) patient. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also reported an additional 100 patient events which are captured on separate reports.